Manufacturer narrative:
No voice or tone functions, evaluation: results (other) - unit has intermittent power when shaken.

Event description:
It was reported that the sitter select alarm model 8281 had no voice or tone sound and if you shake the unit sometimes it comes on. No patient injury reported.